Event description:
It was reported that during a surgical case, excessive and random alarming was observed from the nim machine, making it unreliable in reporting whether the nerve was being stimulated. The software had been updated a day or two prior to the case. The unit was replaced with the nim 3.0. Electrosurgical equipment was used; however, it cannot be recalled if it was in use at the exact moment of the event. The malis bipolar was used in conjunction with the bovie. Muting sensors were employed during the procedure and were wrapped around the electrocautery cord. The sensor box fell off the bed, and what appeared to be a shock was experienced by the patient, resulting in the upper torso and head area shooting up in bed. The remainder of the procedure was continued after the incident, and normal function of the nim vital was observed following the ¿shock¿ occurrence. No patient impact was identified.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis verified 'not working properly.' Unit presented with sw;(v1.7.5/field update), misaligned crm radio firmware, an uncharged battery, and a defective eic pcba with a broken/missing mute probe jack. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: unit presented with sw:(v1.7.5/field update), misaligned radio firmware, and dead batteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical case, excessive and random alarming was observed from the nim machine, making it unreliable in reporting whether the nerve was being stimulated. The software had been updated a day or two prior to the case. The unit was replaced with the nim 3.0. Electrosurgical equipment was used; however, it cannot be recalled if it was in use at the exact moment of the event. The malis bipolar was used in conjunction with the bovie. Muting sensors were employed during the procedure and were wrapped around the electrocautery cord. No patient impact was identified. Additional information received stating patient received the shock during other event, not related to this event.